Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 20517016/2000021328.

Event description:
It was reported that the patient was experiencing loss of stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith effort.

Event description:
It was reported that the patient was experiencing loss of stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 20517016/2000021328.